Event description:
It was reported that the m3046a monitor was damaged as the result of a fall. No pt harm was reported.

Manufacturer narrative:
(B)(4). It was reported that the m3046a monitor was damaged as the result of a fall. No pt harm was reported. Further information indicates that the monitor was being used for transport monitoring and was being used with a bed hook. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.